Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Product involved in the complaint was discarded. Picture was taken before being discarded. Most likely underlying root cause: mlc-61- improper use / mishandled by end user. Note: manufacturer contacted customer on several follow-up calls to ensure the customer's condition since the initial call; customer states she has no symptoms and feels great. Customer went to her doctor's office to have labs drawn and had her tetanus shot updated.

Event description:
A complaint from a school rn was received via email. Email: I am a school nurse. I am emailing you to make you aware of an issue with your true plus pen needle, 31g (0.25mm x 6mm (1/4). After administering insulin to a diabetic student, I replaced the white safety cap and as I was unscrewing the capped needle from the insulin pen, it pierced the cap and stuck my thumb. I am attaching a photo, so you can see. I have cared for diabetic students for years and have never had this happen. I feel that it should not have happened. The printed numbers on the paper are 2019-12, w46zw2. Contact nurse and states she called her doctor in order to have labs drawn but states she doesn't believe she was exposed to blood. Nurse states that she put the pen needle into the sharps container but sent a photo of the pen needle. Image was attached to the ran. Nurse was instructed to inform the student to take back the needles to their local pharmacy to seek a replacement.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4). Product returned for evaluation. Qc investigation completed on (B)(6) 2018. Pen needle functions properly, needle does not pierce plastic cover when taking needle off. No defect found. Most likely underlying root cause: mlc-61- improper use mishandled by end user. Note: manufacturer contacted customer on several follow-up calls to ensure the customer's condition since the initial call; customer states she has no symptoms and feels great. Customer went to her doctor's office to have labs drawn and had her tetanus shot updated. Manufacturer contacted customer on 9/20/2018 in a follow-up call; nurse states her lab results came out negative. Nurse states she sent back the pen needles in the return envelope.

Event description:
A complaint from a school rn was received via email. Email: I am a school nurse. I am emailing you to make you aware of an issue with your true plus pen needle, 31g (0.25mm x 6mm (1/4). After administering insulin to a diabetic student, I replaced the white safety cap and as I was unscrewing the capped needle from the insulin pen, it pierced the cap and stuck my thumb. I am attaching a photo, so you can see. I have cared for diabetic students for years and have never had this happen. I feel that it should not have happened. The printed numbers on the paper are 2019-12, w46zw2. Contact nurse and states she called her doctor in order to have labs drawn but states she doesn't believe she was exposed to blood. Nurse states that she put the pen needle into the sharps container but sent a photo of the pen needle. Image was attached to the ran. Nurse was instructed to inform the student to take back the needles to their local pharmacy to seek a replacement.